Event description:
It was reported that the device had a service indication and an error code logged in the device memory. During testing, an abnormal energy was delivered to a defibrillator analyzer. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio-control evaluated the device and observed errors in the device memory. Physio replaced the therapy board pcb assembly, and then observed proper device operation through functional and performance testing, the device was returned to the customer for use.